Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to an intermittent j1 battery connector due to residue buildup. The root cause for the residue buildup on the j1 connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.